Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp that experienced disconnection. The following issue was reported by the customer: ¿while unscrewing the cap from one of the lines, the line disconnected ¿. There was unknown patient involvement, unknown adverse event/human harm. Update: " different parts of the device have a gluing problem. " the customer stated no more additional information on the incident is available.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time. Corrected information can be found in h6 health effect - clinical code, h6 health effect - impact code and h6 component code.